Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for ampullectomy in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, when attempting to deploy the clip, the handle was jammed. Despite using both hands to strengthen her grip, the physician managed to deploy the clip into the locking position. However, the clip became stuck to the catheter and could not be released despite multiple attempts to open and close the device handle and shake the clip with the catheter and scope. The clip initially would not deploy easily, and when it did, it would not detach from the catheter. After numerous attempts to shake and pull the catheter and handle with great force, the physician eventually dislodged the clip from the tissue and pulled it back through the scope, and discarded the entire closed clip as it would not detach from the catheter. The procedure was completed using a device from another manufacturer. There were no patient complications reported as a result of this event. Note: the complainant reported that the type of procedure was ercp which uses a side viewing scope. However, according to the instructions for use (IFU), "the hemoclips are designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm".

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip did not detach from the catheter.